Manufacturer narrative:
Block h6:imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2023. The device was set-up properly where there was no difficulty experienced upon setting up the device. During the procedure, the handle was completely rotated to deploy the first band; however, the band did not deploy. The handle was rotated fully for two complete rotations, but still the bands would not deploy from the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.